Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a pinhole in the bag. Pressure testing was performed, and a leak was observed from the pinhole. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a 250 ml intravia empty container leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.